Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while attempting to deliver a bolus. Customer's blood glucose level was 319 mg/dl. Although requested by tandem technical support, the customer declined further follow-up to ensure backup therapy was obtained.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.